Event description:
It was reported that there was no capture in either the left or right ventricles, and the patient's rate dropped to 40 bpm. The device was later returned with a report of output problems. A medwatch 3500a was also received reporting loss of capture. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Type of report is initial. Evaluation summary: no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Type of report is initial. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was no capture in either the left or right ventricles, and the patient's rate dropped to 40 bpm. The device was later returned with a report of output problems. A medwatch 3500a was also received reporting loss of capture. A medwatch 3500a further reported that five days after implant, the patient sought medical attention for a presyncopal episode and generally feeling poorly. The device was explanted and replaced. No further patient complications have been reported as a result of this event.